Event description:
It was reported that the patient with this right ventricular (rv) defibrillation lead passed away. It was noted that the patient felt poorly since the implant of the device and had unspecified complications the week after implant. The patient was seen in the clinic after implant for device reprogramming. It was also noted that there was a possible lead issue. Additional information was requested from the field; however, no information was available. If additional information is received, this report will be updated.